Manufacturer narrative:
The customer reported that the device failed to pace during use, which could prevent the delivery of therapy. No adverse patient impact was reported. The pads used were discarded by the users. The hospital biomed evaluated the device with no trouble found. The customer could not provide the event log for this incident. On 3/6/08, the unit was evaluated at philips. The device passed all testing. All of the available info supports that the device is fully functional. Both the biomed and the philips bench found the device to be ntf. We are considering this tissue the result of a user error.

Event description:
The customer reported that the device failed to pace during use, which could prevent the delivery of therapy. No adverse patient impact was reported. The pads used were discarded by the users. The hospital biomed evaluated the device with no trouble found. The customer could not provide the event log for this incident.